Manufacturer narrative:
The device was returned and user request was not duplicated. After letting the scope burn for 20 minutes, image was still normal. There were few additional findings. The device exhibited leakage from the bending section/insertion tube. There were minor scratches on the distal end cover. The bending section cover had a hole/cut. The adhesive of the bending section cover was lifting. There was deep dent on the bending section. The insertion tube had dent in the ring gauge and boot. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited b30 scope communication error. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the bending tube leaked during the user handling, and fluid invasion the device may have resulted in temporary display of error message. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.